Event description:
(B)(6), reported that patient had a sinus augmentation procedure due to inadequate vertical height for future dental implant procedure and developed an infection.

Manufacturer narrative:
Patient did not report any symptoms of an illness prior to the procedure. A specimen was sent by the dentist to identify the microorganism responsible for the infection. Specimen report was heavy growth of (B)(6). The patient was placed on prophylactic antibiotics the day before surgery and continued to take them during the course of the infection. Antibiotics were changed during the course of the infection. Antibiotic therapy included; amoxicillin day prior to surgery, (B)(6) 2011 augmentin/flagyl, (B)(6) 2011 flagyl/levaquin, and (B)(6) 2011 extended flagyl course. There was no evidence and continues to be no evidence of infection associated with a root canal or any abscess. The sinus membrane was intact and not compromised. The graft material was taken out. Patient had unremarkable medical history. Patient is doing well today, but has declined another sinus augmentation procedure and will not be getting an implant. Infection has resolved. Hospitalization was not necessary. There was no permanent injury or disability. We also consulted dr. (B)(6), oral surgeon, in his opinion, there are many potential causes for an infection in a surgical patient. He does not understand how the practitioner can conclude the apc60 pack was the source. He explained (B)(6) is a common contaminant on skin, in nasal passages, and on instruments no properly disinfected. He questioned the practitioner's infection control processes for surgical instrument, and the surgical and aseptic techniques utilized. We have investigated this report by reviewing the product lot history records, which we found in order. The sterilization records were acceptable. There were no deviations. We have not received a similar report from any customer.